Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was explanted because of low flows. It is believed the event was due to a device failure. No further details of the event is known.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.